Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were calling because it was their first time using the patient programmer (pp). The patient noted that after standing for a long time or when working they would start to have a burning and wet feeling. The patient noted that the feeling started about a month ago and was getting worse. The patient stated that the feeling went from the implant site in their hip to their abdomen. The patient mentioned that they had called their healthcare professional (hcp) and they stated that maybe their stimulation was set too high. The patient then decreased the stimulation from 1.20 to 1.10. The patient noted that they were not experiencing the feeling during the call, so they did not know if decreasing the stimulation resolved the feeling. The patient was advised to follow up with a healthcare professional (hcp) if the feeling did not resolve. No further complications were reported or were expected.